Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On (B)(6), 2010, the patient experienced the symptoms of shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had correctly replaced the meter's battery and the test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.